Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 155 to 165 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 106 mg/dl and 104 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not verified): 78mg/dl, 69mg/dl, 391mg/dl, 165mg/dl, 294mg/dl. Adverse event not reported.